Event description:
It was reported that customer pump had damaged charging port that required manual cable adjustment to charge,. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and no additional information was received regarding any corrective actions or final outcome of event.